Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03754. It was reported that a burr became stuck on wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery (lad) to mid lad. A 1.50mm rotalink¿ plus and rotawire were advanced and used to treat the target lesion. During the procedure, it was noted that the burr was unable to be advanced due to resistance. The burr was rotated with dynaglide mode but the burr was still unable to be advanced. Removal of the burr was attempted but it was stuck with the rotawire and so the burr and rotawire were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.